Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The pump pocket was revised and the pump was moved up and medially. This was due to the patient experiencing pain at the device pocket because the pump had been placed too low and was resting on her left hip bone. It was noted that the physician had to remove some calcified tissue, which may have led to the pump settling lower. Following the revision, the product issue had resolved, and the patient was stable and doing ¿much better¿. The device system was being used to deliver fentanyl and bupivacaine.